Event description:
Caller states the patient tested 2.2 inr on the coaguchek xs system and 1.2 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.caller states that the strip vial was empty, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.